Event description:
It was reported that a patient presented to clinic for follow up. It was noted that the left ventricular (lv) lead was previously programmed off due to phrenic nerve stimulation. The lv lead was programmed on again and it was noted that the lv lead had high pacing impedance. The physician elected to program the lv lead off again. The patient condition was stable before, during, and after the check.